Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A patient reported that after having an intraocular lens (iol) implant surgery, the lens broke out of place due to low eye pressure. The patient is using eye pressure lowering medication. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The patient needed a vitrectomy.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint appears to be a coincidental event. A malfunction has not been indicated or information provided that the lens was the cause of the event. The latest information in the file speaks to an event, where "the iol was aspirated from the trabecula as there was oil and therefore "slipped out". All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
New information received from the consumer stating that they are disappointed that due to hygiene issues, no surgery will be performed. Further he reported that the sixty (60) % of the visual acuity is due to the close view of the device and that he has no understanding that the eye pressure is measured with the contact lens in the eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received stating the patient informed via email that it was the surgery that was already mentioned, in that the iol was missing afterwards. Initially only the oil should be aspirated. As far as he can remember the name of the surgeon was dr. (B)(6) who performed the surgery with dr. (B)(6). According to patient, that's fact. Fact is also that the vitreous was reduced in the second surgery through a vitreous body reduction. Thereby, the iol was aspirated from the trabecula as there was oil and therefore "slipped out". In a second email patient informed that a lens was also inserted as replacement in the anterior chamber which happened during the third surgery.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the patient stating the event occurred in the left eye. The patient also had the lens removed in a secondary procedure along with a laser treatment to the retina to treat injuries from the lens floating around. A new lens was not implanted.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The patient had silicone oil inserted and removed into the eye.